Manufacturer narrative:
.

Event description:
It was reported that during routine device check, the pulse generator exhibited capture anomalies. The device was reprogrammed and remained implanted. The patient would be monitored.